Manufacturer narrative:
The returned device was visually and functionally evaluated and the reported deficiency could not be duplicated as the device performed as intended during evaluation. The root cause could not be determined with confidence as several factors could have contributed to the reported event. It is possible that the suction line was not properly connected or the suction pressure at the customer¿s facility may have not supplied enough pressure in order to excavate blood and tissue which can be seen from the significant amount of blood and tissue present on the electrodes of the returned wands. When the recommended suction pressure is not used, this will cause the tip to clog; therefore, decreasing the functionality of the wand. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that the suction feature on the evac 70 xtra hp was not functioning. The procedure was successfully completed using a competitive device. There have been no reported patient complications.